Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during catheter placement on march 6, fraying was observed at the tip of the mst vascular sheath. Clinically, a new catheter was re-inserted. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. Visual observation of the photograph shows a fully assembled microintroducer. The distal tip of the microintroducer sheath is observed to be buckled and have material deformation. No other damage can be discerned from the photograph. No use or blood residue is observed in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.